Manufacturer narrative:
One used lf1737 ligasure device was received, and an evaluation of the returned sample confirmed an issue with detached pieces from the jaw. Visual inspection found the overmold on both the upper and lower jaw was melted and missing pieces of plastic. The pieces were not returned, and the damage caused regrasp alarms when the device was activated. Further inspection found scratches on the back of the jaw and arcing damage to the seal plate. The investigation identified the root cause of the reported event to be misuse. The instructions for use included with this device states that contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had continuous regrasp alerts. Another device of the same type was used to continue the procedure. Examination of the received device by medtronic found the overmold on the jaws was melted and missing pieces of plastic. The customer was notified and confirmed that no piece of the device fell within the patient cavity.